Event description:
Procedure: lap chole. According to the reporter: near the end of the case the patient began to buck, and the contracting of her abdominal muscles snapped the cannula which fell into the patient. The broken piece was retrieved and pulled out through a bigger port. There was no bleeding reported in the excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).